Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for one day. The leakage was at qr. No further information available.